Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller alarm while activating a known good wand several times without incident. The ablation and coagulation voltage output readings were within specified ranges. We could not duplicate what was observed because the concomitant devices associated with this complaint event were not returned for evaluation. It is possible there was an issue with one or more of the concomitant devices that may have had an impact on what was observed during the complaint event. If any of the concomitant devices associated with this complaint event are returned at a later date, this complaint will be reopened. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to the reported event include: a power surge or power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an issue with one or more of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the alarm sounds when in use.